Event description:
It was reported during in clinic follow up that the right ventricular lead showed loss of capture and an insulation breach due to twiddler's syndrome. Insulation damage and dislodgement were confirmed by chest x-ray. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.